Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the adverse event and use of the cycler set. Although the cause of the peritonitis was not confirmed, the pdrn stated it was not related to any fresenius product(s). All dialysis treatments put patients at risk for infection due to their weakened immune systems and dialysis techniques increasing the potential of microbial contamination. Based on the available information and no allegation or evidence of malfunction, deficiency, or defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Information in the complaint file was reviewed. On (B)(6) 2021 the spouse of this peritoneal dialysis (pd) patient reported that the patient had an infection on their belly. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2021 and diagnosed with peritonitis. No patient signs or symptoms were provided. Pd effluent cultures were obtained; however, the results were not available. The patient was prescribed antibiotic therapy with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, and duration unknown). The patient was discharged to home on (B)(6) 2021. The cause of the peritonitis was not determined, but per the pdrn it was unrelated to use of any fresenius product(s) or devices. No further information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Information in the complaint file was reviewed. On (B)(6) 2021 the spouse of this peritoneal dialysis (pd) patient reported that the patient had an infection on their belly. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2021 and diagnosed with peritonitis. No patient signs or symptoms were provided. Pd effluent cultures were obtained; however, the results were not available. The patient was prescribed antibiotic therapy with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, and duration unknown). The patient was discharged to home on (B)(6) 2021. The cause of the peritonitis was not determined, but per the pdrn it was unrelated to use of any fresenius product(s) or devices. No further information was provided.